Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio2 meter was prompting an unknown error message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the error message ¿meter error, contact customer services¿ appeared on (B)(6) 2015 between midnight and 1:00am. The patient manages her diabetes with insulin pump therapy. She reported, as a result of the alleged error messages, she continued with her usual diabetes management routine. She alleged that ¿2 hours after¿ obtaining the alleged error message, she experienced ¿high sugar levels¿. She denied receiving any treatment for her symptoms. At the time of troubleshooting, the csr noted that the patient did not have testing supplies available to walk through a retest and the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.